Event description:
This has happened many times today being the most recent. The innovo fingertip pulse oximeter ip900ap gives very false readings and on one occasion while taking spo/pulse readings it was ranging from 132 down to 32 for quite some time. I was so concerned I called the para-medics and was rushed to the emergency room where dr. Said everything looked fine. I called innovo to report this and they said it sounds like the meter was going bad, no offer to replace it or give a discount on another unit just it's going bad. Today I took readings and it was ranging from132 down to 32 so I took another brand of oximeter I have and took reading and it said 62 steady tried it with yet another brand of oximeter I had and it read 69, then took it again with the innovo and it read 113. This is not a dependable health monitoring device. I sill have the product but don't know how to upload a picture.